Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. Subsequent measurements were noted to be within normal limits. It was reported that the lead was implanted with the right ventricular (rv) lead using one stick with two sheaths. Technical services (ts) discussed the potential of the leads touching each other in the pocket area. This lead remains in service. No adverse patient effects were reported.